Event description:
During routine service, the bed failed the lateral pull test with wheels rolling at 38# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to repair brake kits.